Event description:
Last wed on the (B)(6) I followed my dr's opinion and allowed him to implant the essure, simply because they stated there was no down time, I would be able to return to work right away, its over a week later and I have been back to him almost every other day, he has made me take numberous tests, placed me on various antibiotics and I still feel horrible, my body is weak, I have migraine headaches which I never had before, my knee started hurting yesterday, my lower back and front of my stomach is in so much pain that it's hard for me to sit, driver and lay down flat. Yesterday I went to him pleading that something is wrong with the essure because I was healthy before, he stated that he needed to do further testing because the surgery went well, and only option I had was a hysterectomy, im (B)(6) nothing is wrong with my female organs and because following his advice I have to remove them, I did not go in his office for an essure, he recommended I tie my tubes and chose that procedure.. Can someone please help.